Event description:
Pt with vertebral body compression fracture had minimally invasive transpedicular reduction and internal fixation procedure. Pre-operative MRI did not show evidence of pedicle fracture, posterior wall fracture or tumor. Reporting surgeon said reduction proceeded with appropriate tool placement and no incidents, and lead surgeon fixed his side with bone cement delivered via the bone filler device with appropriate placement and no leaks. Assistant surgeon attempted to do the same on his side. The bone cement hardened quickly, and multiple batches were prepared. No confirming intra-operative x-ray is available to show bone filler. Device was placed into the vertebral body, and no post-operative x-ray is available that was taken prior to moving pt. Recovery room post-operative x-ray showed pmma in spinal canal. After stat CT, pt was immediately decompressed. Reporting surgeon says that post-operative MRI taken about 10 days later shows the assistant's side has pmma in the pedicle, a cortical breach of the pedicle, and no pmma in the vertebral body past the breach. Reporting surgeon believes that the bone filler device did malfunction, but that misplacement of the bone filler device may have caused or contributed to the pedicle breach, which appears to have created a path for material to enter the spinal canal.